Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4).the conclusion code (B)(4) pertains to both the pump and catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 1.5 mg/ml at a dose rate of .25 mg/day via an implantable pump for non-malignant pain. It was reported a physician performed a catheter access port (cap) study back in april/may after patient had a loss of effect from the therapy. It was discovered that the pump had flipped in the pocket and the catheter had pulled out of the intrathecal space. The event occurred during normal use. The date of event was described as (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient had lost approximately 40 pounds since initial implant. The complete catheter was explanted. A new catheter was placed and the pump was re-implanted in the posterior abdomen. The issue was resolved as the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was indicated as having been requested but was unknown. The customer was notified that the product should be returned to the manufacturer; however, the customer discarded the catheter. No further patient complications have been reported as a result of this event.